Event description:
It was reported that (6) pro46 were used during a laparoscopic oophorectomy procedure. It was reported by the rep that the pro46 with the specimen tore. The surgeon and tech could not find specimen and opened pt to retrieve it. The hosp was somewhat uncertain whether or not the bag was properly closed. The hosp converted to open, to complete the case.